Event description:
It was reported that the lead was attempted but not used during implant. Follow up to determine why the lead was not used was performed but no information was obtained. The lead was replaced with a shorter lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that all conductors were distorted and had blood/body fluid (not obstructed). The distal conductor had blood/body fluid (not obstructed) and it was visually noted that the lead was damaged at implant.